Manufacturer narrative:
In an associated complaint ((B)(4)), the user complained of receiving frequent "no sensor detected" alerts even when user has found excellent signal, but suddenly signal strength reduces to medium low or no sensor detected without moving the transmitter. The case was escalated to next level support who reviewed the alert history and observed that user had received an average of two "no sensor detected" alerts per day. The issue appeared to be with the placement and the user was asked to secure the transmitter with an over wrap/strap or an additional bandage to minimize the transmitter movement. User disagreed with this solution and stated that he was not doing anything wrong with the transmitter placement. The user was asked additional details about the sensor location and based on the information provided, the user was advised to contact their hcp to discuss about removal and replacement of the sensor. In the meantime, assistance was offered for a transmitter firmware upgrade, but the user did not have access to a computer to complete it. As an alternative, a transmitter replacement was provided, which resolved the issue, making a sensor replacement unnecessary. The issue did not lead to any adverse event nor caused any patient harm. This incident does not require any further investigation. B4. Date of this report 28 february 2025. G3. Date received by the manufacturer? 28 february 2025. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Medical device problem code updated to 2896. H6. Component code updated to 3141. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 44.

Event description:
Senseonics was made aware of an incident where the user received frequent "no sensor detected" alerts even when user has found excellent signal but suddenly signal decreases to medium,low and no sensor detected without moving the transmitter.a transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.

Manufacturer narrative:
In an associated complaint (B)(4), the user received frequent "no sensor detected" alerts even when user has found excellent signal but suddenly signal decreases to medium,low and no sensor detected without moving the transmitter.a transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength. This incident does not require further investigation.